Event description:
The consumer stated that upon removal of her tampon, she noticed there were two tampons attached to one string.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. The consumer returned product on (B)(4) 2013. Sample evaluation has not begun, but is planned.